Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrovideoscope had microbial contamination of the device. There were no reports of patient harm/involvement associated with this issue.